Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an implantable pulse generator (ipg) and right ventricular (rv) lead were implanted in the patient. Within 1-2 hours of returning to their hospital room, the patient experienced pulseless electrical activity (pea) and died. The cause of the pea is unknown, however the patient's physician reported a chest x-ray taken post implant appeared within normal limits.